Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery tests due to the prime anomaly. However, the insulin pump passed the displacement and prime tests. No motor error alarms noted. The insulin pump passed the motor test.

Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 600 mg/dl. The mother stated that the customer had bacterial pneumonia and sarcoidosis as well. The customer had been in the hospital for ten days, and was taken off the insulin pump, but had to be put back on it because manual injections alone were not working for him. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple no delivery and motor error alarms in the alarm history. The caller didn't have a tubing clamp to conduct the high pressure test. Advised that the insulin pump would be replaced due to the repeated alarms. Nothing further was reported.